Manufacturer narrative:
Insertion failure.

Event description:
It was reported that during attempted implant, the lv lead lumen became clogged during the procedure and the physician could no longer put a stylet or wire down the lumen. The lead was not used and a new lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The reported field event of clogged lv lead lumen and inability to put a stylet or wire down the lumen was confirmed. Visual inspection found blood/body fluids clogged in the inner coil. A guidewire insertion test was performed and the guidewire could not be fully inserted due to the inner coil clogged with blood/body fluids. The s-curve hump height was measured and met specification. The cause of the field event was due to inner coil clogged with blood/body fluids.